Event description:
It was reported that the patient was having too much procedural pain. The patients leads were pulled. The leads will not be returned. Additional information was received that the patient had an early lead pull.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc231670e0. Model: sc-2316-70e. Serial: (B)(4). Batch: 7082077.

Event description:
It was reported that the patient was having too much procedural pain. The patients leads were pulled. The leads will not be returned.